Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states "the nurse hung 100 ml of drip solution at a rate of 2 ml/hr with the volume to be infused set at 70 ml. Approximately 4 hours later, the nurse noticed the fluid bag was now empty, despite the pump displaying that only 8 ml of fluid had been infused. Our bio medical team assessed the pump and determined through keystrokes that it had been correctly programmed. However, the attached pump was "deselected" during the time period where the fluid infused, giving no way for them to tell what else had occurred (such as the door opening, set removed, etc.). The log showed the pump had been active for a little less than an hour". There was patient involvement, but unknown impact. Although requested, further information was not provided.

Manufacturer narrative:
Correction: initial reporter occupation. Additional information: weight, weight unit, other occupation, manufacturer narrative. Root cause: the root cause for the reported issue that device had medication infused at unexpected rate and displayed wrongly was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states "the nurse hung 100 ml of drip solution at a rate of 2 ml/hr with the volume to be infused set at 70 ml. Approximately 4 hours later, the nurse noticed the fluid bag was now empty, despite the pump displaying that only 8 ml of fluid had been infused. Our bio medical team assessed the pump and determined through keystrokes that it had been correctly programmed. However, the attached pump was "deselected" during the time period where the fluid infused, giving no way for them to tell what else had occurred (such as the door opening, set removed, etc.). The log showed the pump had been active for a little less than an hour". There was patient involvement, but unknown impact. Although requested, further information was not provided.